Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by clips were not properly formatted? They were scissored. Does this mean clips not formed properly? Yes. Was the same device used for entire case or was new device used to complete case? Same device.

Event description:
It was reported that during a cholecystectomy procedure, it was reported that the clips was not properly formatted or were sprung out of the jaws. In order to have a correctly placed clip, the surgeon had to fire more than two times. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.